Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was vomiting and dehydrated. The patient¿s cgm was reading 300 mg/dl. No bg meter comparison value was reported at this time. The patient¿s mother was concerned and brought the patient to the emergency room (ER). At the ER, the patient¿s bg level was 850 mg/dl. No cgm comparison value was reported at this time. The patient was treated with IV fluids and IV insulin. The patient was discharged on (B)(6) 2025. The patient was ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.